Event description:
It was reported that the patient presented to the hospital with antibiotic refractory staph infection and sepsis. The vegetation was noted via echocardiogram on the right atrial (ra) lead and right ventricular (rv) lead. The pacemaker and leads were explanted due to the infection. The patient was stable throughout.

Event description:
It was reported that the patient presented to the hospital with antibiotic refractory staph infection. The vegetation was noted on the right atrial (ra) lead and right ventricular (rv) lead. The pacemaker and leads were explanted due to the infection. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.